Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a nocturnal low blood glucose that was treated with food and was followed by elevated blood glucose for approximately eight hours, during which an occlusion alarm occurred; the user was wearing a 23-inch, 6 mm infusion set and performed a full supply change with agent assistance, with no abnormalities noted at the infusion site. Symptoms included hypoglycemia to 50 mg/dl and hyperglycemia up to 351 mg/dl, without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, and no professional medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed that the cause of the hypoglycemia and subsequent hyperglycemia was unclear, with an occlusion alarm reported but no site issues observed, and the event resolved after supply change. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.